Event description:
It was reported that during a routine clinic visit, stored egms showed vf episodes detected due to noise. No therapy was delivered. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.